Event description:
Pt was diagnosed with and had surgery for recurrent disk herniation. Pt presented with cerebro spinal fluid leakage during surgery and was "stopped by micro-sutures, etc.". Pt presented with cerebro spinal fluid leak symptoms (psuedomeningocele), 6-8 weeks after surgery, requiring surgical revision. A dural lesion was detected during the revision, with a microsurgical closing of the dural perforation, and administration of fibrin glue. There is no follow-up info as of the date of this report.